Event description:
The report from the affiliate indicated that: a patient with a history of pci and htn underwent an elective procedure to two vessels. First, poba was performed in the first diagonal, for which a radial approach was chosen. Then, after predilation, a 3.5x23mm cypher was implanted at 20atm within 15 seconds. Postdilation was not conducted. Timi flow at the diagonal post cypher implant was 2. Angiography revealed a slow flow at the diagonal, and a non-q-wave mi occurred because of a branch occlusion at the diagonal. Per reporter, the diagonal was jailed due to the implant of cypher stent, which caused plaque to shift. The patient complained of chest pain and ck increases were observed; there was no tretment, however. The patient was discharged five days later in stable condition.